Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 2017 that on 2017 the patient experienced, "pulled sensor cause of no readings". No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.